Event description:
The device was connected to the pt and device analysis of pt ECG was initiated. The device rendered a shock decision and the defibrillator charged. Reportedly, when the shock button was pressed the device displayed charge removed. Defibrillator energy was not delivered to the pt as a result. The pt was not resuscitated. The facility stated that pt outcome was not affected by the event due to continued use of the device.